Event description:
The consumer had hip surgery in late 2008. The consumer stated he was holding onto the arms of the raised toilet seat, lowering himself down, when the locking mechanism allegedly broke. The consumer allegedly fell. When the consumer went to the doctor in early 2009, the doctor stated the pin/screw in his hip allegedly broke and needs to be replaced.

Manufacturer narrative:
Consumer alleges they were holding on the arms on the device when alleged incident had occurred. Current user guide covers this area and states the following. Use the arm supports only for assistance. Do not attempt to use the arms to support full body weight. The device has a weight limitation and users weight information has not been disclosed. MDR filed based on injury.